Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that there was an incomplete mesh/ ratchet issue. The customer returned a skin graft mesher device, serial number , for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on (B)(6), 2019 revealed that the calibration was out of specifications but the device still produced a passing sample mesh. The roller and side plates needed replaced. There were no issues found with the ratchet. The 1.5:1 ratio cutter, serial number (B)(6), and 2:1 ratio cutter, serial number (B)(6) both produced an incomplete sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the side plates, bearings, spring pin, and roller gear. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. Service notification number (B)(6) dated (B)(6) 2019. Based on the information provided, the root cause of the incomplete mesh was due to the use of damaged cutters. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. Skin graft mesher should be returned every 12 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The root cause of the ratchet issue could not be determined as there was no problem found with the ratchet.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. There was also a ratchet issue. There was no patient involvement, as the living legacy foundation is a cadaver lab. No adverse events were reported as a result of this malfunction.